Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer called an isi technical support engineer (tse) and reported that the universal surgical manipulator (usm) moved with non-intuitive motion on universal surgical manipulator 1 (usm 1). The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: only arm 1 had the issue. The surgeon head was in the viewer while manipulating instrument. Some axis had static inability movement. The instrument scaled properly. The intended yaw left hand movement was wanted but yaw occurred. The timing is proper with no friction or shakiness. Reportedly, no collision occurred and interment issue. The site power cycled the system, reseated the drapes and changed to the other console. The drape is not available to return.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. The field service engineer (fse) was dispatched to the site and inspected usm1. The pin was found to be ok and the adaptor piece was not broken. It passed the friction and strength test. The fse was unable to reproduce the reported problem but proactively replaced usm1 for customer satisfaction. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A review of the information associated with this event has been performed by clinical development engineer (cde). The following additional information was provided: in the video, we can see repeated wrist articulation of the cadiere forceps on usm1. I am not able to see any injuries or adverse events related to the issue in the clip. Without seeing the motion of the hand controls, I am not able to confirm the reported movement issue. RMA and failure analysis would be able to confirm if there is a device issue that could cause the reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) has been returned and evaluated by the failure analysis team on 5/15/2025. Fa did not confirm or replicate the reported problem. No errors were found during log file review to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a pf where all relevant testing was passed within specification. As a result of these findings, failure analysis concluded that no root cause could be attributed to this issue. On 05/15/2025, a review of the information associated with this event has been performed by quality engineering (qe). The following additional information was provided: the field service engineer (fse) was not able to replicate the reported condition as the universal surgical manipulator (usm) passed friction and strength during testing. The fse replaced the usm for customer satisfaction. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a known good system where the component functioned as expected. The unit was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no damage and no functional issue. The product was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. As the reported event could not be confirmed or replicated during the field evaluation and no patient harm was reported, no specific risk can be associated with this event.